Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin issues at the abutment site and subsequently underwent skin revision and an abutment change under a general anaesthetic on (B)(6)2019. The patient was treated with topical antibiotics.